Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed/troubleshooting steps. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Based on the results of the investigation, and since the reported failure was not confirmed, a definitive root cause of the event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the video processor presented a blackout. This event occurred during installation. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.